Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4) .

Event description:
The customer reported via phone call that the pump had a motor error alarm, damage, and high blood glucose. The blood glucose at the time of the incident was 286 mg/dl. The customer states the pump has some wear and tear damage. The damaged is centered wear the reservoir is inputted. There are some cracks and pieces falling off. The customer states they have been experiencing high blood glucose and motor error alarm. After a changing set and rewinding the pump works fine, but feels that every time they replace the reservoir it cracks. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Device received with broken reservoir tube lip. (B)(4).